Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter ruptured. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: venous puncture was performed with insyte n- autoguard 24g bd catheter, showing quality deviation, distal portion of the catheter ruptured causing vessel transfixation.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter ruptured. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: venous puncture was performed with insyte n- autoguard 24g bd catheter, showing quality deviation, distal portion of the catheter ruptured causing vessel transfixation.

Manufacturer narrative:
D3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter ruptured. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: venous puncture was performed with insyte n- autoguard 24g bd catheter, showing quality deviation, distal portion of the catheter ruptured causing vessel transfixation.